Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. On (B)(6) 2019, the lead was capped and replaced. No patient symptoms were reported and the patient was reported to be recovering post procedure. No further information was available.

Event description:
New information received noted that the lead noise anomaly was discovered in clinic during a follow up and no patient symptoms were reported. After the lead revision procedure was completed, the patient was reported to be in stable condition and no further incident was reported.